Event description:
It was reported that a lead fracture was observed during a prophylactic generator replacement surgery on (B)(6) 2016. Impedance was reported to be normal at the clinic visit dated (B)(6) 2016. The surgeon report the lead was fractured in two places and fluid was found inside the lead when he squeezed it. Systems diagnostics results at time of surgery were 1650 ohms. The patient's mother also reported that the patient had been complaining of a painful ringing in her ear and she went to the emergency room the day prior because of it. It was decided to cut the current leads and leave the coils so she would no longer have a vns. She would then work with her neurologist on increasing her medication. The explanted devices have not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
Analysis was completed for the returned lead on 12/06/2016. The reported lead break was not verified within the returned lead portion. The report of fluid leaks was verified. Abraded openings were noted on the outer silicone tubing. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations, and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis was completed for the returned generator on 12/13/2016. Review of the data downloaded from the pulse generator shows no indication of increased impedance. An electrical load was attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator was successfully verified in the pa lab. The septum was not cored, eliminating the possibility of a potential unintended electrical current path through body fluids. The device output signal was monitored while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. An electrical evaluation showed that the pulse generator performed according to functional specifications with the exception of the expected low battery voltage. With the pulse generator case removed and the battery still attached to the printed circuit board assembly, the battery measured 2.604 volts. The downloaded data revealed that 98.164% of the battery had been consumed. The electrical performance of the generator was used to conclude that no anomalies exist and the near-end-of-service condition is an expected event. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted device was received 11/08/2016. Analysis is underway, but has not been completed to-date.